Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the surgeon had a very difficult time removing the vitrectomy probe out of the trocar during a procedure. He did not have a problem inserting the probe into the trocar. The product was replaced and procedure completed with no patent harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One opened trocar hub, cannula and probe were received in a small parts tray. The trocar sample was visually inspected and was found non-conforming with dried foreign material on and in the trocar cannula. The cannula was cleaned prior to dimensional and functional testing. The sample was then dimensionally inspected for cannula inner diameter and was found conforming. The probe sample was visually inspected and was found non-conforming with deep scratches/gouges on the probe needle at the tip. The probe needle was fit tested for function through a ring gauge and was found non-conforming. The probe needle traveled in and out of the ring gauge under its own weight. A functional fit test with the probe was then performed and was found to be conforming. A photo of the probe and trocar has been reviewed by the manufacturing site. A quality decision cannot be made related to the probe from the photo. The returned samples were found to be dimensionally and functionally conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar and probe were manufactured to specifications. All components are 100% inspected. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).